Event description:
Customer reported that the paramedics were called to assist her at home due to low and high blood glucose. Customer's blood glucose reading at the time the paramedics arrived was unknown. Customer stated that she was dizzy and incoherent and paramedics gave her a glucose injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.